Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The air channel was processed to be check for scratches in the inner channel for anything that can harbor microbes. The air channel was processed a second time with positive findings between the biopsy port and the base of the handle. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the customer cleaning disinfection and sterilization (cds) processes and olympus endoscopy support specialist (ess) visit, results of third-party testing, the device evaluation and the complaint investigation. Updated fields: d9-date returned to mfg, h3, h6, h11. An olympus ess visited the user facility where it was noted that they were completing the reprocessing process correctly for the endoscope reprocessor. The complaint investigation reviewed the customer provided cds processes where information to judge deviation from the instructions for use (IFU) was not identified. Sampling date: (B)(6) 2025, sampling from: insertion section, instrument/suction channel, bacterial identification: micrococcus luteus and bacillus simplex, priestia flexa. Sampling from: air/water channel, and auxiliary water channel bacterial identification: no growth. The device was evaluated where an additional reportable malfunction was noted where foreign material remained in the instrument/suction channel and air/water port. The foreign material and the root cause of why it remained could not be conclusively identified. Based on the results of the investigation, a root cause could not be determined. Olympus will continue to monitor field performance for this device.